Event description:
A report was received that the patient will undergo a lead revision procedure to replace the leads with a cervical paddle lead due to uncomfortable stimulation.

Event description:
A report was received that the patient will undergo a lead revision procedure to replace the leads with a cervical paddle lead due to uncomfortable stimulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50, serial # (B)(4), description: linear 3-4, lead 50cm, model # sc-3138-55, serial # (B)(4), (B)(4), description: phase iii lead extension - 55 cm.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision at this time due to a non-device related issue.